Manufacturer narrative:
The physician mentioned that there are a couple of issues in regards to the aaa incraft device. Per physician comments ¿there was leaking of the hemostasis valve and limb occlusion due to patient selection¿. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sheath/hemostasis valve-bifurcate leakage - during use¿ and ¿vascular stent-graft occlusion¿ could not be confirmed as the device was not returned for analysis, nor were images provided for review. The exact cause could not be determined. Vessel characteristics or patient factors may have contributed to the reported event. According to the safety information in the instructions for use ¿immediately prior to use, re-check that the sheath hemostasis valve screw cap is secure. Caution: failure to ensure the sheath hemostasis valve screw cap is secure may result in connection separation and subsequent incomplete deployment of the prosthesis.¿ ¿upon full deployment of aortic bifurcate prosthesis, hold the integrated sheath introducer firmly to prevent movement while disconnecting the sheath hemostasis valve to separate the sheath into two parts. While holding the sheath firmly, remove the aortic bifurcate delivery system by the handle under fluoroscopic guidance to ensure safe removal of the device, leaving the integrated sheath introducer in place for use when deploying the ipsilateral limb and maintaining guidewire access. Caution: if upon removal of the aortic bifurcate prosthesis delivery system excessive bleeding is seen through the valve, reposition the tip of the delivery system into the valve until the ipsilateral iliac limb prosthesis delivery system is inserted.¿ ¿expected clinical adverse events prosthesis occlusion/stenosis.¿ neither the event description nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician mentioned that there are a couple of issues in regards to the aaa incraft device, per physician comments ¿there was leaking of the hemostasis valve and limb occlusion due to patient selection¿. The device will not be returned for evaluation.